Manufacturer narrative:
Please note that this event was previously reported under manufacturing report number 9616099-2016-00558.  The complaint was migrated from our previous complaint handling system.  No additional information has been received.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, he has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.